Manufacturer narrative:
(B)(4). This complaint for a report of a use error - failed to follow therapy steps was confirmed; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This report is for use error- drain line submerged in receptacle. A customer contacted global technical services (gts) regarding assistance with a check heater line alarm during the fill on the homechoice (hc). The caregiver (cg) stated the drain line was under water. The technical service representative (tsr) assisted the caregiver (cg) to remove the drain line that was submerged under water. The tsr advised the cg to end therapy and start over with new supplies. The cg was contacted on (B)(6) 2011. The cg confirmed that the drain line was submerged in the toilet. The cg stated that the home patient did not have any adverse reactions or need any medical intervention. The cg also stated that the home patient is currently performing therapy without any complications. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.